Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the patient's left hand was broken and healing crooked, with x-rays taken as a result. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. The patient reported that they had their system adjusted by a manufacturing representative and everything was working fine. The pati ent then had a fall in their house in (B)(6) 2017 in which they broke their wrist. It was stated that they think something happened, because the dbs wasn't working. The patient couldn't do anything, they had no control in their right arm/hand, which caused them a lot of trouble. The device was working perfectly until they fell. The patient was redirected to discuss the symptoms with their health care provider (hcp) and to get their device checked. The patient stated they have an appointment in a week. No further complications were reported or anticipated.